Event description:
Reportable based on device analysis completed on 11nov2025. It was reported that the balloon failed to inflate. A 10.0mm x 80mm x 75cm athletis balloon catheter was advanced for dilation. However, during inflation, it was noted that the pressure dropped just before reaching the pressure level. The procedure was resumed with the same device without any issues. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 4mm proximal from the distal markerband.

Manufacturer narrative:
Device evaluated by MFR: the athletis device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 27 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal from the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft and tip of the device. This concludes the product analysis.